Event description:
Physician confirms a right side device rupture and double capsule, diagnosed by an ultrasound. The device has been explanted replaced with a non-allergan device. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Double contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.